Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic, high, out of range pacing impedance was observed. The patient had no adverse events. The lead was capped and replaced on (B)(6) 2016 due to fracture. The patient condition was excellent following the procedure.